Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with failed battery test. The patient's blood glucose at the time of incident was 107 mg/dl. Troubleshooting was initiated for the failed battery test. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. However, the grooves looked worn. A new alkaline aaa battery was inserted into the insulin pump and the device did not alarm with failed battey test. However, the customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.